Event description:
Image review: review of the images identified a single lesion in the proximal lad. The lesion was pre-dilated and stented. The post deployed stent images confirmed the presence of diseased vessel proximal and distal to the site of the stent deployment. The ivus images also identified the presence of diffuse disease and the malaposition of the distal side of the stent within the lesion. During review it was identified that the stent was under-deployed with reference to the distal reference vessel. Likewise the proximal stent appeared to be under-deployed with reference to the proximal reference vessel. There was a step change in size at the proximal end of the stent where it meets the proximal vessel. In the stented section there was a portion of vessel where the plaque appeared to be less ¿reflective¿ and either has fresh thrombus or has a lipid pool. This type of area may lead to mal-apposition later as the lesion heals and allows the vessel wall to separate from the stent leading to the development of a gap. The observed stent deformation appears to be most likely due to the lesion morphology and the sizing of the stent in the vessel.

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent, it is reported that stent deformation occurred during the procedure. Another stent was implanted. No clinical sequelae reported.

Manufacturer narrative:
(B)(4). No results available since no evaluation performed - device or procedural images not provided for review - inherent risk of procedure-stent deformation. (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device- lesion morphology ,diseased vessel. Evaluation conclusion: patient¿s condition affected effectiveness of device -lesion morphology ,diseased vessel.